Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: headache and sleepy. A pt reported they were unable to obtain a blood glucose result on their meter. Their meter allegedly had no power. Pt was not treated. Meter does power on without a test strip. No further info has been reported.